Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Sc-1232, (sn: (B)(6)). The returned ipg was analyzed and the allegation of ipg unable to charge after using orthofix device was confirmed. The ipg passed visual inspection. However, it was unable to be recharged after three four-hour charge cycles. It was cut open and the device exhibited high sleep current (25.9ma). Electrical testing revealed a low vh resistance measurement (98 ohms), which indicates an electrical short within the application-specific integrated circuit (asic). The damaged asic resulted in the high sleep current post orthofix device usage. This type of damage is typically caused when the ipg is exposed to high voltage transients, high current sources, and high radio frequency (rf) energy. It was stated that an orthofix bone growth therapy device was used prior to the device being unable to recharge. It is contraindicated on the orthofix faq website to use with cardiac pacemakers as operation may be adversely affected by exposure to pulsed electromagnetic fields. This pulsed electromagnetic field likely damaged the ipg. Therefore, this investigation will be assigned a probable cause of unintended use error caused or contributed to event. The ipg was likely adversely affected by exposure to pulsed electromagnetic fields caused by the orthofix device.

Event description:
It was reported that the patient had difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about a month ago.